Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that the supply bag was completely empty and sucked completely dry. The baxter technical service representative (tsr) explained the alarm to the hp and assisted the hp to cycle power off then on twice to clear the alarm. The hp stated that she would just do a manual drain in the morning. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on 03/05/2012 regarding the system error alarm. The hp reported that the issue was resolved by completing therapy with manuals. The hp confirmed that the supply bag was empty. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.